Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have damage of the conductor wire¿s insulation. As a result of the damaged insulation of the conductor wire, part of the wires are exposed. This failure is commonly caused by mishandling/misuse, such as collision of the instrument with a sharp object. No signs of thermal damage were observed. The electrical continuity test was performed and passed. Site history review: a review of the site's complaint history does not show any additional complaints related to this product. System log investigation: a review of the instrument log for the maryland bipolar forceps (pn: 470172-16, batch-sequence: n10191028-0095) was performed. The instrument was last used on (B)(6) 2020 on system (B)(4). The alleged event occurred on the 4th use. There is no indication that the instrument was used in subsequent procedures after the alleged event reported on this record. Image/video review: no investigation required as no image or video clip for the reported event was submitted for review. This complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci-assisted first rib resection (thoracic outlet syndrome) surgical procedure, a wire was exposed on the wrist of the maryland bipolar forceps instrument. There was no report of fragment(s) falling inside the patient. The procedure was completed with the same instrument. There was no reported patient harm, adverse outcome, or injury.